Event description:
A us distributor contacted zoll to report that a patient fell and hit their head. Patient did not report an injury as a result of the fall. There was no alleged device malfunction contributing to the irritation. Patient reported an MRI was performed. Outcome of the fall is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.